Event description:
The customer reported the subtraction function is not working. On pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and regreased the candlestick high voltage connectors. The system operates as intended.